Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a calcified left ventricular outflow tract (lvot), the delivery catheter system (dcs) was placed in the annular space. Hypotension occurred after the valve was deployed to 80%. The rhythm became asystolic, a temporary pacemaker was utilized, and cardiopulmonary resuscitation (CPR) was performed. The systemic pressure recovered and the valve was released deep at 6mm on the non-coronary cusp (ncc) and 10mm on the left coronary cusp (lcc). An echocardiogram revealed moderate paravalvular leak (pvl). One day following the procedure the patient was not tolerating the pvl and returned to the lab for a balloon aortic valvuloplasty (bav) to the distal portion of the valve with a 22mm balloon. The pvl persisted and a second bav was performed with a 23mm balloon. The pvl remained unchanged and a second valve was implanted valve in valve at 6mm on the ncc and 6mm on the lcc. The pvl reduced to mild. No further treatment was prescribed and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.